Manufacturer narrative:
This report is submitted on july 23, 2021.

Manufacturer narrative:
This report is submitted on june 18, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to pain and headaches. There are no plans to reimplant the patient with another cochlear device as of the date of this report.